Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation..

Event description:
It was reported that the pump requested the customer to perform the load fill tubing sequence multiples times during the load sequence. Reportedly, multiple cartridges was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 259 mg/dl.